Event description:
The facility reported a pump with failure code 810:04. It is unknown when this failure code occurred or if there was any patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:04 was confirmed, but could not be duplicated. Inspection of the device found that this failure code was caused by wet tubing.